Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us filed a complaint when using the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system. A one week old, previously frozen sample tested positive for sars-cov-2 on (B)(6) 2021, generated a negative result during a validation test on a new cobas® liat® analyzer. The sample was retested on the same analyzer and was negative again. The positive result was previously reported, no harm was alleged. An investigation was conducted to evaluate the customer issue.

Manufacturer narrative:
An investigation was completed and the review of the system¿s data showed the initial alleged run to have a late CT, below lod. (B)(4)